Event description:
Customer reportedly received results of 366 mg/dl and 174 mg/dl within 10 minutes on the same device. No symptoms of high blood glucose. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.